Event description:
A cartridge alarm 30 was reported by the caller, and there was no adverse impact to the customer's blood glucose level. No previous instances of similar alarms were noted, and the issue did not occur during the load process. Technical support addressed the problem by initiating the replacement of the pump due to a motor issue, resulting in the caller not needing to load a cartridge or resume insulin therapy.